Manufacturer narrative:
Citation: gnanenthiran s et al. Prosthetic valve infective endocarditis with mycobacterium fortuitum: first case of curative therapy with antibiotics alone. Heart lung and circulation. August 2016, volume 25, supplement 2, page s277. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with mixed rheumatic mitral valve disease who underwent implant of a 29-mm medtronic mosaic mitral valve (serial number not provided). The procedure was complicated by moderate paravalvular leak with local dehiscence, necessitating repair two weeks post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.